Manufacturer narrative:
Other applicable components are: product ID: sw app 9735762 stealth s8 app, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. No parts were replaced and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having registration errors and inaccuracy when doing a clinical case. It was noted that the site had a 0.5 mm metric error but when navigating to known anatomical landmarks they were showing up in the brain instead of the nose. Review of the registration revealed that the points were below the skin, some of the points weren't on key features, there is no posterior side of the skull as well as no top of the skull in the exam. The lip and nose are very close together. It was recommended to do the trace method. Navigation and imaging was aborted due to this issue. There was a 15 minute delay to the procedure due to this event and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
Software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Through image analysis, a poor registration technique was suspected. If information is provided in the future, a supplemental report will be issued.